Event description:
It was reported that the patient presented in an emergency room due to fever, fatigue and dyspnea on exertion and was diagnosed with strep bacteremia infection and endocarditis. A transesophageal echocardiography (tee) was performed and vegetation was noted on the right ventricular (rv) lead. The primary and secondary cause of infection was due to the patient history of chronic osteomyelitis. It was stated that the wound from an unrelated surgery in (B)(6) 2018 was poorly healed and the patient refused to have further intervention. The device and leads were explanted. The patient was stable during and post procedure and was discharged and treated with antibiotics for six weeks.